Event description:
It was reported that the customer had a low battery alert. After replacing the battery, the customer received a failed battery test alarm. Customer replaced the battery again and received a blank display. Troubleshooting was performed and customer inserted a new battery into the pump. Customer did not receive a failed battery test and display returned. Customer was advised to monitor the pump. A replacement battery cap will be sent as a courtesy to rule out any possible issues with the battery cap. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.